Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that 36+8 srom neck trial will not properly thread on to the stem trial. Threads appear to be worn or stripped. Surgical delay unknown. The device associated with this report was returned to depuy synthes for evaluation. The device is found stripped. This condition prevents the device from proper assembly with mating devices the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and a functional test were not performed for the srom neck trl 36std +8lat was not performed since it is not applicable to the complaint condition - involved mating device not returned . ¿ the overall complaint was confirmed as the observed condition of the srom neck trl 36std +8lat would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (af1005) provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 36+8 srom neck trial will not properly thread on to the stem trial. Threads appear to be worn or stripped. Surgical delay unknown.